Event description:
At the start of a diagnostic laparoscopy, lysis of mass and pelvic adhesions, and bilateral salpingo-oophorectomy; surgeon a tried to use the bipolar forceps which were plugged into the bipolar section of the valley lab-force triad machine. It did not work. Surgeon b stated that this is the 2nd or 3rd time this had happened and he said he wanted the unit checked. The bipolar forceps were connected to another machine and worked fine. The force-triad was sent to biomedical engineering for analysis.